Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances less than 200 ohms. Episodes of noise oversensing were also observed, but the oversensing did not lead to pacing inhibition. A chest x-ray revealed no obvious lead damage. A revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.